Manufacturer narrative:
The investigation was started, the results will be provided in a follow up report.

Event description:
It was reported that the device suddenly alarmed a device failure and low airway pressure and stopped ventilating. There was no patient injury reported.

Manufacturer narrative:
For the investigation the logfile was analyzed. According to the logfile the described issue occurred on (B)(6) 2020 at 6:54 pm. The analysis of the provided log file revealed that the safety software detected an implausibility in expiratory and inspiratory pressure measurement. Consequently the alarm message "device failure"was posted by the cockpit infinity c500 and the ventilation unit performed a pressure release, thus ventilation was stopped. At 6:55 pm the alarm message "airway pressure low" was posted. Furthermore the cockpit infinity c500 posted several alarm messages concerning "disconnection?" Between 6:18 pm and 6:54 pm. The measurement of the inspiratory and expiratory pressure is being used for control and monitoring of the ventilation. In case the measurements are implausible adequate alarm messages will be posted to inform the user. In case of a complete loss of function, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Corresponding visual and acoustical alarms will be activated. However, manual ventilation with an alternate device may be considered necessary. The device reacted as specified to a significant difference in expiratory and inspiratory pressure with accompanying alarm message and a pressure release of the pneumatic system. Prior the issue several alarm messages concerning a disconnection are logged. It is assumed that a problem at the breathing circuit was the root cause. No technical issue was found in the logfiles. On site a device self-test was performed by a staff-member of the hospital and passed. The event could not be duplicated.

Event description:
Please refer to the initial report.